Event description:
It was reported that the patient presented to the physicians office due to infection, the patient was sent home. On (B)(6) 2015, the patient then presented to the emergency room and was admitted. The patient was subsequently transferred to another hospital were his system was explanted due to the infection. No further information could be obtained.

Manufacturer narrative:
(B)(4).